Event description:
Reportedly, bag deployed and then would not work after that. Removed and used another. No injury.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not not occur the complaint will be reported to the FDA.